Manufacturer narrative:
Follow-up 07/19/2016: customer reported that their bg levels returned to target after performing a site change. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 375 (mg/dl). Customer administered boluses to treat bg levels, however, customer's bg levels remained elevated. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.